Event description:
Information was received by a manufacturer¿s representative regarding an implantable intrathecal pump. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
The pump was returned, and analysis found a failed lab dispense test above specification. If information is provided in the future, a supplemental report will be issued.